Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was in tachycardia. This device delivered 6 shocks and exhausted the tachy therapy with no successful conversion. Boston scientific technical services (ts) discussed that there were many non-sustained ventricular tachycardia (nsvt) episodes in past 72 hours upon device check. The presenting electrogram (egm) had many premature ventricular contractions (pvc) and patient was having chest pain. No out of range measurements observed but therapy may be inappropriate. A request for additional information was made but no further information was obtained. This device remains in service. No adverse patient effects were reported.